Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath into the patient's right femoral artery. The patient received intra-aortic balloon pump (iabp) therapy without issue for approximately 10-20 min. The autocat2 wave intra-aortic balloon pump alarmed with high pressure once. The staff noted no visible kinking. During troubleshooting the pump was not restarted. The central lumen was then attempted to be flushed (unrelated to alarm) and it did not flush. The tubing was flushed with the stopcock turned off to patient and it flushed appropriately. The second attempt to flush the entire central lumen with the stopcock opened to the patient was unsuccessful. Blood was then noted in the driveline. There was no helium loss alarm because the pump had not been restarted since the initial high pressure alarm. The catheter and sheath were removed and the second iab was placed via a sheath in the left femoral without issue. Pumping was initiated on the same pump and the patient was then transferred to the intensive care unit (ICU). Pump strips were generated, but are not available. Fluoroscopy x-rays were performed during the procedure; the findings are unknown and the x-rays are not available. There was a delay/interruption of iabp therapy (timeframe is unknown). There was no reported harm or complications described. The patient was not injured and surgical / medical intervention was not required. The patient is stable and was transferred to the ICU.